Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose for the past days. The customer blood glucose level was 495 mg/dl at the time of incident and the current blood glucose was 491 mg/dl. Customer treated with insulin pump. Customer states that the site was actively bleeding. Customer would not like to continue troubleshooting. The device will not be returned for analysis.